Manufacturer narrative:
It was unable to download the insulin pump to carelink due to displayable history check failed on startup alarms at the alarm history file. Alarms due to a corrupted history file. Device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that she is having problems with uploading to carelink. The customer stated that it only goes to 6 percent and then shuts down. She stated the battery indicator only showed a low battery; the battery was charged but issue persists. The insulin pump was replaced and returned for analysis.